Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Inflation: medtronic. Guide cath: cordis. Sheath: cordis. There were no reported product deficiencies. The reported patient effect of dissection is listed in the vision coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during an interventional stenting procedure in the mid left anterior descending artery with one 3.0 x 23 rx vision, an edge dissection occurred. Another rx vision 2.5 x 12 mm stent was deployed to successfully cover the dissection. There was no clinically significant delay in the procedure. There was no reported adverse patient sequela. There was no additional information provided.